Event description:
Boston scientific received information that this patient was shocked many times from the device. Upon attempting to interrogate the device an error message was displayed that the device was in fallback mode. The device was replaced due to a possible high voltage circuit fault. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was returned with minor scratches. All seal plugs were intact and all setscrews operated normally. Upon further interrogation it was noted that the device was in fallback mode. A review of the device memory noted no fault codes. And electrical measurements noted normal sensing, pacemaker, and defibrillation functions. Laboratory analysis concluded that the reason the device went into fallback mode could not be determined.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.